Manufacturer narrative:
Medtronic received the following information from the journal article entitled; impact of stent-graft oversizing on gutter areas after chimney graft repair for complex abdominal aortic aneurysms. Romain de blic, frederic cochennec, faris alomran, hicham kobeiter, eric allaire, pascal desgranges and jean-pierre becquemin ann vasc surg 2018; 51: 200¿206 doi.org/10.1016/j.avsg.2018.02.040. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted into patients in conjunction with chimney grafts for the endovascular treatment of complex abdominal aortic aneurysms, and type I endoleaks after standard evar. The following events were observed: serious injury: intervention for type ia endoleak and intervention for stent graft kink.